Manufacturer narrative:
(B)(4). Additional information: device received for evaluation; device evaluation pending. (B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the device would not hold the stitch.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one device, opened by the account with the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the jaws of the instrument. The needle was broken closer to the swage. Witness marks from the needle impacting the bevel wall were observed. No shearing was observed on the toggle switches. The needle was unloaded from the device. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition of broken needle was noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.